Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported poor refold and resistance with the guiding catheter and the reported resistance with the anatomy appears to be due to operational context. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the trek balloon dilatation catheters (bdc) balloons do not refold properly after multiple inflations. Additionally, there was reported resistance during advancement and possible resistance during withdrawal with the guiding catheter. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.